Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2010 and a reservoir was connected to a drain in the abdomen. The reservoir functioned properly upon first activation, but after the surgery, the locking plate could no longer be locked. The "click" of the locking plate had broken. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4): conclusions: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.